Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's mother reported via phone that the customer's screen was blue. Caller stated that she had the pump replaced prior on (B)(6) 2015. Customer's blood glucose was 181 mg/dl. Caller stated that the pump appeared to have a blank display but the screen was blue with a glob in the middle. Caller stated that there was also a tiny scratch on the screen. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass. The functional testing could not be completed and no blank display could be verified due to the physical damage. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and scratched reservoir tube window.